Event description:
Information was received that a smiths medical level 1 hotline blood and fluid warmer leaks water. No adverse effects were reported.

Manufacturer narrative:
One water heater was returned for evaluation results. The device underwent functional testing which included filling with water and using temperature check setting due in july. Device began leaking water, confirming the reported customer complaint. The leak was noted to be coming from the seal at the tank cover/gasket. The problem source was determined to be wear and tear of the device.